Event description:
Reference MDR # 1219856-2010-00351 for the first event involving the same pt. It was reported that while in the cath lab, the second intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt's left femoral artery. As the surgeon was inserting the iab through the sheath, he met with a lot of resistance. As a result, the iab and the sheath were removed. Using the same insertion site, left femoral artery, the surgeon inserted the 9 fr sheath from the first event (iab-04840-u (B)(4)) and then used a datascope iab for a successful insertion. The pt was not injured and it is unk if there was a delay in therapy. The pt outcome was "iab therapy successful with datascope catheter."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.